Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have damaged conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The components adjacent to the damaged wire insulation did not show damage. The conductor wire was found to have insulation damage at the yaw pulley. The conductor wire insulation was damaged, but the wire was not fully torn or fully broken. The instrument passed an electrical continuity test.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument black cautery wire was frayed. There was no report of patient involvement.